Event description:
It was reported that no consistent audiogram response could be obtained with the left implant of the bilaterally implanted patient. The patient had a cold and received antibiotic treatment. A middle ear congestion could be resolved with a further course of antibiotics.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.